Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation and testing. Since an evaluation was not able to be completed, (B)(4) is unable to advise if the complaint was confirmed.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).